Manufacturer narrative:
According to the facility, "the catheter is not threading. This is during epidural placement on the labor and delivery unit. Multiple physician providers reported same issue for multiple female patient for multiple dates over a few week period. This would occur in the middle of a procedure. They opened additional kits, at some points multiple additional kits were needed for same issue of the catheter not threading through needle. Additional needle sticks were required. The procedures would be completed". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the catheter is not threading. This is during epidural placement on the labor and delivery unit.".